Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On 04/06/2010, the lay/user reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultramini meter does not turn on. The patient manages her diabetes with oral medication. The reporter claimed that the power issue began on the second week of (B) (6) 2010. The patient claimed he did not make any alterations to his diabetes management on the day of concern. Reportedly, one hour after the onset of the power issue, the patient developed symptoms described as "weakness, hunger, and shaky." On the morning of (B) (6) 2010, the patient went for a doctor office visit where he tested at "126 mg/dl" on the lab instrument. The patient did not receive any other form of treatment. During troubleshooting, the csr noted that the subject meter powers on with the test strip inserted and the power button pressed. The csr indicated that the battery was never replaced per the owner's manual. Power issue was resolved with training. This complaint is being reported because the reporter claimed that the patient had symptoms that can be associated with hypoglycemia one hour after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.